Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, high thresholds and fracture. The ra lead was capped and replaced. During the replacement procedure, the physician noted that the stylet was flimsy, that it kinked and that it would not track down to the end of the replacement ra lead. The replacement ra lead remains in use. No patient complications have been reported as a result of this event.